Manufacturer narrative:
Updated sections: a2,a3,d10,g4,g7,h2,h3,h6,h10 h6 correction: device codes changed to fitting problem h3 correction: "device evaluated by mfg?" Has been changed to "yes" internal complaint number: (B)(4). The lot # 25152724 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 11/02/2020. An investigation was conducted on 11/12/2020. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the cannula handle. A endoscope was not returned for evaluation. The harvesting device was returned inside the cannula. There were no visual defects observed on the harvesting device. The harvesting device was removed from the cannula with no physical or visual difficulties. There were no visual defects observed on the cannula. A mechanical evaluation was conducted. The harvesting device was inserted into the cannula with no physical or visual difficulties. A reference endoscope was inserted into the cannula with no physical or visual difficulties. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 did not work properly. Scope did not fit cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 did not work properly. Scope did not fit cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.